Manufacturer narrative:
(B)(4). A carefusion approved 3rd party service technician evaluated the device and reported that he replaced the turbine driver printed computer board to resolve the reported issue. The device was calibrated and returned to proper operation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while on a patient this unit gave a "vent inop" alarm. The customer reported that the ventilator alarmed so the staff entered the room, saw the alarm display and that the ventilator was not delivering breaths. The patient was removed from the device and manually ventilated until a replacement ventilator was placed onto the patient. There was no harm or injury to the patient in this incident.

Manufacturer narrative:
Results of investigation: the failure analysis lab received the turbine and the 3 phase motor drive and was able to reproduce the reported issue and isolated it to a faulty turbine interface printed circuit board. This failure is part of an internal investigation.